Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment.

Event description:
This report is being submitted by baylis medical as the protrack pigtail wire was used in a mitraclip procedure along with other manufacturers' devices, in which patient injury was reported. Following transseptal puncture, the protrack pigtail wire was advanced through the sl1 sheath into the left atrium. The sheath was removed and the mitraclip delivery catheter was prepared and attempted to be inserted into the left atrium using the protrack pigtail wire as a rail. At this time, the physician noted that the patient's anatomy was tortuous and made for advancement of the mitraclip delivery guide very challenging. After attempting for ~10 minutes, the physician observed that the protrack pigtail wire had fallen back into the right atrium. The physician continued to attempt advancement of the sheath through the illiac vein. The physician then tried to dilate the vein with a 12 fr inoue sheath. At this time, an effusion was observed from the right atrium. Due to progression of the effusion, all devices were removed from the patient and pericardiocentesis was performed. A venous tear was also observed on fluoroscopy where the physician encountered difficulty gaining access into the heart due to the patient's tortuous anatomy. The case was cancelled and the patient went into surgery shortly after. Following successful surgery, the staff determined that the injury that caused the effusion originated from the svc. The staff noted that due to the location of the effusion, it was unlikely to have resulted from use of the protrack pigtail wire. There is no evidence to suggest that the protrack pigtail wire caused or contributed to the reported patient injury. However, as the protrack pigtail wire was among the several devices used in the procedure, baylis medical has decided to submit this report.